Event description:
It was reported that the bd alaris secondary set experienced occlusion. The following information was provided by the initial reporter: there appears to be no communication between the chamber under the spike to the line- fluid cannot run down the line. They have been having ongoing issues.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 09-may-2023. H6: investigation summary: one 72215n sample from lot 22049371 was received in opened packaging for investigation; residual was present in the drip chamber of the device, however, no fluid was detected in the tubing downstream. The feedback provided by the customer suggests a complete occlusion was detected during use of the device, with no fluid able to pass into the tubing from the drip chamber. The sample was subjected to functional testing by attempting to perform a gravity infusion; however an occlusion was observed with no fluid able to pass through the drip chamber. A close visual inspection confirmed the tubing joint of the drip chamber was observed to be occluded. The details of this feedback were forwarded to the manufacturing site for investigation. Their analysis confirmed that the reported occlusion was likely due to excess of solvent at the affected joint; this is a manually performed assembly step and is likely to have occurred due to human error. A review of the production records from lot 22049371 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported that the bd alaris secondary set experienced occlusion. The following information was provided by the initial reporter: there appears to be no communication between the chamber under the spike to the line- fluid cannot run down the line. They have been having ongoing issues.